Event description:
A home patient's spouse contacted baxter's technical service center regarding a "check lines & bags" alarm received during the home patient's automated peritoneal dialysis therapy. Reportedly, the home patient's spouse disconnected the heater bag from the heater line of the homechoice set, and replaced it with the bag that was connected to the final supply line of the homechoice set. Baxter's technical service center assisted the home patient's spouse in ending therapy early. Therapy was completed manually. No patient injury or medical intervention was associated with this incident, per the home patient's spouse.